Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the end user is stating that he had the speed between the hare and turtle and when going over a threshold the speed would accerlate to high speed..